Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) functional analysis was performed and identified that there an issue with pedal cable. Rse confirmed the reported issue, the regular operation was restored by moving the cables, the new footswitch will be sending to the customer. The device was operational after repairs were completed. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was problem with the footswitch cable. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Troubleshooting actions showed a problem with the cable. Philips has started an investigation of this complaint.